Event description:
It was reported that the patient experienced was referred from another state for system explant due to pocket infection on an unknown date. The system was explanted on (B)(6) 2019 and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.